Manufacturer narrative:
(B)(4). Returned test strips evaluated with no defect found. Meter not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. (B)(4).

Event description:
Customer found vial open with strip loose in box. Caller stated he inserted strip into meter e-3 when inserted.